Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip. No cracked on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was experiencing symptoms can't see well, nausea, vomiting, abdominal pain. The customer was advised to call health care provider or seek medical attention and call us back to troubleshoot. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer does not want to troubleshoot for high blood glucose because she is not feeling well. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on screen. The customer insulin pump was dropped really hard on floor. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.